Manufacturer narrative:
Evaluation of the returned velocity confirmed that the device was fractured on its proximal shaft and revealed a kink near the fracture. If the velocity is mishandled at angles during advancement, damage such as kinks on the catheter shaft may occur. This damage likely contributed to the reported resistance experienced during the advancement of the stent retriever through the velocity. If the stent retriever is advanced through the kinked location on the velocity, resistance may encounter and the kink on the velocity may become fractured. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a benchmark bmx96 access system (bmx96) and a non-penumbra stent retriever. During the procedure, while attempting to advance the stent retriever through the velocity, the physician experienced resistance and noticed under fluoroscopy that the velocity had broken. Therefore, the velocity was removed by pulling out. The procedure was completed using a new velocity and the same sheath. There was no report of an adverse effect to the patient.